Manufacturer narrative:
Exact date unknown, event occured approximately few weeks ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4), batch: 15119735/15119735.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to ipg and leads had migrated. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively and the explanted devices were discarded by the facility.